Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4),

Event description:
It was reported that they were not able to make adjustments with or without the antenna attached. It was noted that the patient could not get a regular recharger screen and could not communicate with the implantable neurostimulator (ins). It was noted that the patient lost stimulation sometime between last friday and saturday. It was noted that the patient was also not able to communicate with programmer or recharger. It was noted that the patient reported no falls and stated that his stimulator had worked perfectly. It was noted that the patient put new batteries in their programmer on the day prior to report.